Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
New information received from the customer stating the haptic was found broken upon opening the package.

Manufacturer narrative:
The lens was returned. A small amount of solution was dried on the lens. One haptic is broken in the gusset area and in the distal area. The broken portions were returned. The other haptic is broken in the distal area. The broken distal portion was not returned. Information from the customer was provided in the file that "one of the haptics was shorter and seems broken compared to the other haptic on the lens. The other end of the haptic got broken when we where putting back the lens in the case". The broken haptic damage was observed. The product investigation could not identify a root cause for the damage. The observed lens damage is similar in appearance to handling related damage. The presence of the solution on the returned sample is evidence that the product was subjected to handling. Due to the presence of surgical solution, we are unable to verify that the damage was present when opened. The manufacturer internal reference number (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that an intraocular lens (iol) was damaged. The timing of he event and patient impact are unknown. Additional information has been requested.